Event description:
The patient reported to his dentist that his zirconia abutment that had been restored for a year had fractured. The dentist reported that there was no serious patient injury, no deterioration in patient¿s health and no contributing conditions reported.

Manufacturer narrative:
The DHR (verification report) and design review shows the device to be within specification. Based on the investigation results and the information provided by the customer, no specific root cause can be determined.

Manufacturer narrative:
Product was returned but evaluation is not yet complete. This event is being reported due to a preceding medical device report where surgical intervention did not occur. This event is a subsequent malfunction. The risk to the patient is remote.